Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2005, this tag study patient was implanted with two gore tag thoracic endoprostheses. The patient was identified with a distal type 1 endoleak in early 2006. A reintervention was performed in 2008, in which the endoleak was resolved by extending the treatment area distally. Two gore tag thoracic endoprostheses were successfully placed, intentionally covering the celiac artery. No further complications have been reported.